Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during whipple, the device was being applied to the (closing of) jejunostomy. It is unclear as to whether the stapler fire was complete. The staple line looked complete to the surgeon. There were some staples that were not completely fired, but started to fire, and there were some that did not deploy at all. The staple line was checked and determined whether it looked complete and completed the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.